Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed. Over-current detection aborted therapy. The cause of the output anomaly appears to have been caused by arcing between a high voltage lead and the device can.

Event description:
It was reported that the device exhibited backup vvi reset, output anomaly, and a high defibrillation threshold. The device was explanted and replaced.